Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) hospital updated fields - b3, b4, g3, g6, h2, h11. Corrected fields - e1(event site name), h6(medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (product problem, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly after observing that it was intermittently not working appropriately. The unit was tested for two hours. The iabp passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during training the cardiosave intra-aortic balloon pump (iabp) experienced low vacuum alarm. No patient involved.